Manufacturer narrative:
The event of capsular contracture and infection unknown onset are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:capsular contracture baker grade unknown, infection unknown onset and rupture.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade unknown, infection (unknown onset), and fracture for multiple patients. Device status is unknown.